Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint -patient was revised to address acetabular loosening. Osteolysis was discovered intraoperatively.update rec'd 9/25/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from inflammation, pain, discomfort, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. There is no new additional information that would affect the outcome of the investigation.update 11/25/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated synovitis and the liner was loose. There wa no mention of why the cup was revised, it was metioned to be loose. There was also no mention of osteolysis. The stem is being added for the alleged high metal ions (no lab results provided). The lot numbers provided aren't legible at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/22/2014.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Same with previous reports, ppf alleges loosening of cup. After review of medical records for MDR reportability, patient was revised to address failed acetabular component and synovitis. The lot numbers provided aren't legible at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.